Event description:
X-ray images were received by the manufacturer and reviewed. The m1000 generator was placed normally per labeling. Based on the quality of the image and the angle of the generator, it was unable to be assessed if the connector pin of the lead is fully inserted inside the connector block. The feedthru wires appear to be intact. The lead visibility varies throughout the length of the lead. The review was unable to assess if strain relief and tie-downs were present and placed according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and, due to the positioning of the image, the lead coils over itself at the neck and could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. Follow up with the physicians revealed that, due to the possibility of a lead fracture and the risk of a possible adverse reaction, they were not comfortable with programming the vns on. It was felt by the physicians that the most sensible course was to perform exploratory surgery with a possible replacement of the vns lead if needed. No relevant surgery is known to have occurred to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.

Manufacturer narrative:
(B)(4).

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Event description:
It was reported that following a vns replacement surgery and prior to programming the vns on, the impedance was high, but within normal limits. It was stated pre-op interrogation/diagnostics were not performed. A few weeks later, the vns was interrogated and high impedance was observed. X-rays were performed, but have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.